Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact and corroded battery tube. The insulin pump was tested with a good battery cap and had normal operating currents. No blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer fell the day before and landed on the insulin pump. Since then the insulin pump had a blank display. The insulin pump was grazed. The customer was on injections. Customer's blood glucose level was 19.1 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.